Event description:
Additional information was received. It was reported that in the evening of (B)(6) the ¿revision or¿ took place. The synchromed ii pump and the pump-catheter piece were explanted. A spinal-catheter piece was not explanted, stays in there, but is not in use. A new catheter (8780, lot: 0212837009) and a new 40ml synchromed ii pump (8637-40, lot: (B)(4)) was implanted. Feedback from the physician received on (B)(6) was that the patient is doing fine. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies that included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis of the pump also found pump head, hole in pump tube, mechanical wear. Analysis of the pump also found overinfusion ¿ undetermined root cause. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 25.0 ml at 31.9 mg/day and clonidine 750 mcg/ml at 959.1 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient felt inadequate pain relief. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the physician flushed the catheter via side port with nacl. After flushing the catheter (catheter seemed to be consistent) with nacl, a (flush-) bolus was programmed to fill the catheter with medication. It was noted that the issue was not resolved at the time of this report. It was reported that surgical intervention had not occurred, but it had been scheduled to be performed on (B)(6) 2017. It was noted that the patient status at the time of this report is alive ¿no injury. No further complications were reported and/or anticipated.